Event description:
It was reported that the patients ipg was non-functional. The patient underwent an ipg replacement procedure and was doing well post-operatively. The explanted ipg was discarded by the medical facility.

Manufacturer narrative:
Exact date unknown, event occurred two months ago from the date the manufacturer became aware of the event.